Manufacturer narrative:
.

Event description:
A report was received that a following implant procedure the patient was having a lot of stomach and thoracic pain. The physician did not believed that it was device related but procedure related. Computed tomography (CT) myelogram ruled out hematoma. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a following implant procedure the patient was having a lot of stomach and thoracic pain. The physician do not believed that it was device related but procedure related. Computed tomography (CT) myelogram ruled out hematoma. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that after the implant procedure the patient also experienced loss of the use of his legs as well as the bladder and bowel function.

Event description:
A report was received that following an implant procedure the patient was having a lot of stomach and thoracic pain. The physician did not believe it was device related but procedure related. Computed tomography (CT) myelogram ruled out hematoma. The patient underwent an explant procedure. No device malfunction was suspected.